Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the protective cap comes off exposing needle and causing clean needles stick injury. This occurred with 11 cases. No additional impact reported. The following information was provided by the initial reporter: "during the installation process, the needle cap at one end is pulled out, but the two-way needle cap is released at the same time, resulting in needle stick injury and the needle cannot be used. 11 cases were found during one day of blood collection."

Manufacturer narrative:
H.6. Investigation summary: material #: 301747. Lot/batch #: 2277156. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the protective cap comes off exposing needle and causing clean needles stick injury. This occurred with 11 cases. No additional impact reported. The following information was provided by the initial reporter: "during the installation process, the needle cap at one end is pulled out, but the two-way needle cap is released at the same time, resulting in needle stick injury and the needle cannot be used. 11 cases were found during one day of blood collection."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.